Event description:
It was reported that there was high impedance of 4000 ohms, no capture, sensing difficulty, positioning difficulty, and an apparent lead fracture. The lead was explanted. No patient complications have been reported as a result of this event.